Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot# serial# (B)(6). Implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 20-feb-2024, UDI#: (b)(4.) H3 ¿ analysis of the communicator found ¿failed battery charging¿ and ¿defective recharging circuitry - recharging circuitry is damaged (damage to l2 component on main board).¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were robbed today, and they were able to recover the handset, but the communicator was not working properly. Per the patient, they took communicator but threw it thinking it was a tracking device and now it won't turn on. The light won¿t turn on. The patient also reported an issue with the handset. The patient stated that they have a 2 hour lockout and every once in a while it would lock them out for 2 hours and 35 minutes or it would take a bolus away. Per the patient, they had talked to their doctor about this, and they said it was a "glitch" with the software. The agent reviewed the possibility of the issue being related to the dri (dose restriction interval) lockout and to call back if happened again. A replacement communicator was requested from the repair department. No indication of patient harm.